Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 for a prolapsed bladder and rectum and mesh was implanted. The patient also underwent a hysterectomy at that time. The patient experienced unspecified complication. On (B)(6) 2009, the mesh was partially removed. Follow up surgery occurred on (B)(6) 2010 and a rectopexies mesh was implanted. Additional surgery occurred on (B)(6) 2010 to remove more of the mesh. Rectal surgery occurred on (B)(6) 2011.

Manufacturer narrative:
(B)(4) - unspecified complications. Unspecified complications occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2013-02773. The same patient is represented in each medwatch.